Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the manufacturer performed a failure investigation through photographic evidence provided by the customer. Functional, integrity and compressibility tests were performed and found to be within specifications. The device history review (DHR) did not identify any deviations that could have resulted in failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the water sterile f/inhalation 2000ml 6/cs experienced deposits in the chamber during use. The customer confirmed that there was no patient harm associated with the reported event.